Event description:
Additional information (B)(6) 2018: the patient continued to have elevated hemolytic marker and will be readmitted to the hospital if the ldh level elevate greater than 1000 with heparin drip.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemolysis cannot be conclusively determined. The submitted log file contained approximately 30 days of data, spanning from (B)(6) 2018 at 5:23 to (B)(6) 2018 at 13:43, and captured the device operating as intended. The patent remains ongoing on the device. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas. Information regarding recommended anticoagulation therapy is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was showing clinical signs of hemolysis. Log files submitted to the manufacturer's technical services for analysis and found no atypical pump parameters recorded. Additional information was requested; however, none has been provided.